Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1018 mayfield swivel adaptor has worn starbursts. There was no known patient injury or delay in surgery.

Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The device was returned for evaluation. The starburst teeth were worn on the swivel sleeve. Additionally, the nylon washers and the retaining rings were worn. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The device was manufactured in 2011. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.